Manufacturer narrative:
B5: another lens was implanted and there were no symptoms. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -05.00/+2.5/164 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2021 due to patient complained of glare/halos and blurred vision. The lens was repositioned on (B)(6) 2019 but the problem was not resolved.. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.